Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she received no delivery alarms on her insulin pump, possibly indicating a reservoir occlusion. The customer's blood glucose was 240 mg/dl. During troubleshooting, the customer performed a fixed prime and insulin did not exit, alarming no delivery. The alarm occurred again during a manual prime, after the infusion set and reservoir had been disconnected and reconnected. Further troubleshooting could not be completed. Nothing further was reported.